Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing was observed on a stored egm during a follow-up in clinic. The patient received an inappropriate high voltage therapy due to oversensing. Programming changes were made and further testing was recommended. The asymptomatic patient was stable after the event.